Manufacturer narrative:
The customer received remote application assistance from a remote support engineer (rse). It turned out that there was no malfunction of the device. Upon further inspection it was found that a member of the nursing staff had unplugged the local speaker to the pic ix system and thus were unable to hear audible alarms. Based on the information available and the testing conducted, the cause of the reported problem was a user error. The reported problem was not confirmed. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the customer did not get any audible alarms on the patient information center ix. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation

Event description:
It was reported that the monitors in all rooms are not alarming. Further relevant information was requested, but none was provided at the time of the initial report.the device was in use on a patient. There was no report of patient or user harm.